Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a CABG, it is evident that the clip applier does not close the clips well. The clips do not correctly occlude the mammary artery required for grafting and performing coronary bypass. Use of other clips to complete the procedure. There were no patient consequences.